Event description:
It was further reported that the detections were programmed off and the patient declined to have a right ventricular lead revision.

Event description:
It was reported, by transmission report, that the right ventricular (rv) lead triggered an alert for out of range impedance on the superior vena cava (svc) and right ventricular (rv) lead defib coils. It was also reported that the left ventricular (lv) lead alerted for out of range pacing impedance. Additional information from the clinic disclosed that the patient has not been seen for follow-up. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 407685 lead, implanted: (B)(6) 2011; 5076-45 lead; 419488 lead, implanted: (B)(6) 2005. (B)(4).